Event description:
It was reported that the artificial urinary sphincter (aus) initially worked for a month and then the patient was incontinent again. The pump stays flat and there were inflation problems. A revision surgery was performed to check the balloon and device for a fluid leak and replace affected components. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.